Event description:
Additional information received reported clarification that initially the distal tip of the pipeline failed to open. After maneuvering, the tip partially opened but the middle appeared to be flattened or kinked. It was noted that the was some friction during delivery of the pipeline. The guidewire was not a medtronic device. The same phenom 27 microcatheter was used to deliver the replacement pipeline and complete the procedure successfully.

Manufacturer narrative:
B5 updated with additional information received. H6 device coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex device was returned for analysis inside a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. The reported phenom 27 catheter was not returned with the pipeline flex damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was in good condition. No kinks or bends were found on the pusher wire. The pipeline flex braid was already detached from the pusher wire upon return; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was fully open without damage. No other anomalies were found. Testing/analysis: n/a ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ and ¿failure/incomplete to open at middle¿ reports could not be confirmed, as the pipeline flex braid¿s both ends were open and frayed, and the braid¿s middle section was fully open without damage. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported moderate vessel tortuosity, which rules out vessel tortuosity as a possible cause. Therefore, the user deploying the braid in the vessel bend, and a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer¿s ¿resistance¿ report could not be confirmed. Possible causes of resistance include a lack of continuous heparinized saline flush. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter, product ID fg15150-0615-1s (lot: 230755171); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that due to the high degree of vascular tortuosity, it was difficult to position the phenom 27 microcatheter and microguidewire system, and there was significant obstruction at the distal neck of the aneurysm. After the pipeline flex stent (ped-500-35) was positioned, in-situ deployment was attempted below the bifurcation of the internal carotid artery. The tip end could not be opened. Even after increasing the deployment length and advancing past the siphon bend, the stent still could not be opened. The stent was advanced to the straight segment of the middle cerebral artery and redeployed. After attempting to open the stent, it was pulled back to anchor, but the tip end still failed to open properly. Suspected flattening or kinking was observed at the siphon bend. Despite push-pull and system tensioning/de-tensioning maneuvers, the issue could not be resolved. The system was retrieved and a third deployment was attempted, but the distal end still failed to open properly. The flattening or kinking at the siphon bend persisted and could not be resolved. It was also noted that the middle of the stent failed to open. The stent was resheathed, removed from the patient with the microcatheter, and was replaced with a ped-500-30 to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right ophthalmic artery segment aneurysm with a max diameter of 25.22 mm and a 13.86 mm neck diameter. The landing zone arterial diameter was 3.58 mm distally and 4.87 proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal. The angiographic result post procedure showed contrast agent retention in aneurysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The middle part of the stent was positioned in a bend and more than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed more than 2 times. Additional steps or other devices required to open the pipeline included wire and catheter. Ancillary devices included a navien guide catheter (model: rfx072-115-08m, lot: b78798).